Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that only the clip assembly was returned. The clip assembly was in an open state, and the clip arms were not locked into the capsule. The yoke was returned in the package. Functional analysis could not be completed as the clip assembly was already detached from the delivery system. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed but remained open and fell into the patient in an open state. The clip was retrieved using a grasping forceps, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed but remained open and fell into the patient in an open state. The clip was retrieved using a grasping forceps, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.